Manufacturer narrative:
The device was returned to olympus for inspection with no customer reported allegation. A root cause could not be identified. Based on the investigation results, olympus determined that this event had already been analyzed for risk and was a known issue; therefore, we concluded that further escalation was unnecessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During the device analysis, the service repair technician, indicates that the tip cover was scorched was found. There was no patient involvement.